Event description:
It was reported by service report that the cot dropped with patient on it when unloading the cot from the ambulance. The alleged event could not be duplicated and the product was found to be working according to specifications. There was patient involvement; however, no adverse consequences are reported.